Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one a062000000500 (puendo5) in autoclave bag. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Recommended power setting for the a062000000500 is a minimum setting of 1 and a maximum power setting of 5. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a pro ultra endo tips zircon #5 broke during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken piece was retrieved and no injury resulted.